Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit had a helium leak.

Event description:
N/a.

Manufacturer narrative:
Updated field: b4, d9, g3, g6, h2, h10. The defective components were received for further investigation. The failure analysis and testing dept. Received part number regulator hi- pressure with a reported unit failure of helium leak. The failure analysis and testing dept. Performed a visual inspection and found a large amount of grease in the port where the transducer is installed. There should be a very minimal amount , which is on the transducer itself. Due to the excessive grease, and the risk it poses to the cardiosave test fixture, this part cannot be tested any further. Retaining the regulator in the fat per procedure number (B)(4) rev.aq. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a helium leak. It is unknown under which circumstances the event occurred or if a patient was involved; however there was no adverse event reported.

Manufacturer narrative:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a helium leak. It is unknown under which circumstances the event occurred or if a patient was involved; however there was no adverse event reported. A getinge field service engineer (fse) evaluated the unit and resolved the issue by replacing high pressure helium regulator and o-ring. Fse then completed full pm and cleared the device for clinical use.